Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old non-hispanic female patient who underwent a breast augmentation revision with two 425cc on the right, 450cc on the left mentor memorygel breast implant has experienced left-sided symptomatic rupture and unexplained systemic symptoms postoperatively, including lumps, not feeling well, hair loss, left arm issues, left leg issues, brain fog, unable to work out. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpb450, sn#: (B)(4), r/ cat#: smpb480, sn#: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on july 20, 2022 indicated that the hcp called mentor and stated the following: the previous suspect device information were incorrect in terms of side affected related to the lot number, and the correct devices informations are as follow: left cat#:3504251bc lot#: 5975696 / right cat#:3504501bc lot#: 5976284. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).